Event description:
It was reported patient underwent a total right knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to pain. The tibial tray and tibial bearing were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date & lot number - unknown. Date implanted - unknown. Manufacture date ¿ unknown.